Event description:
It was reported that the right atrial (ra) lead exhibited high, out-of-range pace impedance measurements of greater than 3000 ohms, triggering a lead safety switch (lss). The ra lead remains in service. No adverse patient effects were reported.